Event description:
It was reported that this pacemaker device was found to be in safety mode, which limits device function. The device was surgically explanted and is expected to be returned to boston scientific for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.